Event description:
Following completion of an atrial fibrillation radio frequency ablation procedure, the patient experienced a stroke. Pre- ablation, a transesophageal echocardiography was negative with no thrombosis noted in the left atrium. The procedure was completed with no patient consequences. However after a few hours of monitoring in the intensive care unit, the patient was noted to have a language disorder and a small middle cerebral artery block. The patient was transferred to surgery to remove the thrombosis and was stable following surgery. The patient's language disorder recovered gradually. There were no performance issues with any of the abbott devices involved in the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported stroke remains unknown.